Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared and tested as normal prior to the procedure. They deployed to basket shape with no issues in left superior pulmonary vein (lspv). After moving catheter to flower position, the guidewire could not be advance or retracted. They tried splinting the flower in free space and collapsing back to basket and fully underplayed with no luck moving the wire in either direction. They decided to remove entire system. No tissue was seen on the tip of the guidewire. On the table, they could still not get the guidewire unstuck, so they opened a new catheter and guidewire. The procedure completed with no patient complications. The device has been received and is pending analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection and functional testing. The device was returned with the guidewire stuck and the catheter shaft was kinked at middle section. The guidewire was inserted through the catheter. An attempt to withdraw the guidewire was made and it felt stuck. The kink in the shaft was pressed and the guidewire could move easily, whereby the kink was causing the guidewire to stick. When the guidewire was removed, it was observed that it had a kink at the same distance as the catheter shaft damage. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared and tested as normal prior to the procedure. They deployed to basket shape with no issues in left superior pulmonary vein (lspv). After moving catheter to flower position, the guidewire could not be advance or retracted. They tried splinting the flower in free space and collapsing back to basket and fully underplayed with no luck moving the wire in either direction. They decided to remove entire system. No tissue was seen on the tip of the guidewire. On the table, they could still not get the guidewire unstuck, so they opened a new catheter and guidewire. The procedure completed with no patient complications. The device has been received and is pending analysis.